Manufacturer narrative:
H6: investigation conclusion code corrected to "no problem detected".

Event description:
It was reported that during implant procedure, patient's lead helix exhibited rotation issues and helix was expanded. The lead was not implanted on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found the helix was stretched which contributed to the helix issues reported in the field. The cause of the reported event was isolated to the helix being stretched and clogged with blood/tissue.